Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2.5 months after the dental implant and angled abutment were placed in ada site 4 in the mouth, the implant lost osseointegration in type ii bone. Clinician reports a fistula, mobility and bleeding, the product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate implant and immediate load procedures were performed.

Event description:
The clinician reported that 2.5 months after the dental implant and angled abutment were placed in (B)(6) site 4 in the mouth, the implant lost osseointegration in type ii bone. Clinician reports a fistula, mobility and bleeding, the product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)